Event description:
It was further reported that the pt was enrolled in the arrive 2 program on the date of the index procedure. Target lesion 1 was 12.0 mm long, target lesion 2 was 8.0 mm long, and target lesion 3 was 6.0 mm long. Residual stenosis was 0% for all three target lesions post implantation. The pt presented to the ER 63 days post arrive 2 enrollment complaining of sharp retrosternal pain and jaw pain associated with shortness of breath and orthopnea. Medications at time of admission are listed as aspirin, plavix, and metoprolol. Per admission note: "the pt is not certain that he takes plavix every day, but his spouse reports that he has been taking all of his medications." The pt had acute st elevation in the anterior leads and was transferred immediately to the cath lab prior to receiving asa, heparin and nitroglycerin. Cardiac catheterization revealed that the lad was totally occluded with a large clot in the mid and proximal portion, and the lcx had 30-40% mid stenosis. In the opinion of the physician there was a probable relationship between the taxus stents and the st. Post-procedure the pt's cardiac enzymes met guideline criteria for an mi. In the opinion of the physician there was a probable relationship between the taxus stents, the target vessel, and the mi. An aspiration thrombectomy of the lad was performed. During the thrombectomy, the pt developed ventricular tachycardia and responded to lidocaine. A 2.75 x 16 mm taxus stent was deployed. There was evidence of minimal haziness in the distal portion of the lad that disappeared at the end of the procedure. Angioplasty was performed to the ostium of the first diagonal branch reducing stenosis from 90% to 30% without evidence of dissection. Angioplasty of the second diagonal branch was attempted, but the balloon did not advance and the procedure was aborted. There was no evidence of haziness at the end of the procedure. The pt was discharged on plavix and asa. In the opinion of the physician there was a probable relationship between the taxus stent and the tvr.

Event description:
Clinical study. Same case as MDR 6000093-2005-00796, and -00797. It was reported that 63 days after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st), a myocardial infarction (mi), and underwent a target vessel reintervention (tvr). The index procedure treated three target lesions. Target lesion 1 was a 3.2 mm vessel diameter, 95% stenosed region of the proximal left anterior descending artery (lad). The physician direct stented the target lesion with one taxus express2 8.8% 3.0x16 mm drug eluting stent without complication. Target lesion 2 was a 2.8 mm vessel diameter, 90% stenosed region of the mild left anterior descending artery (lad). The physician direct stented the target lesion with one taxus express2 8.8% 2.75x12 mm drug eluting stent without complication. The pt was discharged from the hospital tree days post index procedure receiving asa, and plavix. The site reported that the pt experienced an st, an mi, and underwent a tvr 63 days post index procedure. The pt had a subacute stent thrombosis with clot extending from the distal portion of the proximal lad stent to a second mid-lad stent. A dissection was also detected by angiography. Following aspiration thrombectomy to both sites, a distal in-stent restenosis in the proximal stent was also noted. Balloon angioglasty was performed to both the proximal stent was also noted. Balloon angioplasty was performed to both the proximal and mid stents, and a taxus stent was placed between the two previous stents in an overlapping fashion "covering all the area that was occupied by clot." The mi was reported to be an anterior q-wave mi and the listed treatement actions were hospitalization and tvr. The pt was discharged from the hospital five days post tvr.